Manufacturer narrative:
Work order search: no similar claims were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon was attempting to insert a 13.7mm micl13.7 implantable collamer lens, -14.5 diopter ,and noticed the lens was torn. There was no patient contact or injury and the backup lens was implanted. The reporter stated that the cause of the event was unknown.